Event description:
On (B)(6) - it was reported by the end user that the unknown power wheelchair left side motor gearbox was leaking oil. There was no reported injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model and serial number/date code are unknown. The owner's manual can be found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.